Event description:
It was reported that the procedure was to treat a chronically totally occluded (cto), heavily calcified and 100% stenosed right coronary artery. After several pre-dilatations with a non-abbott balloon catheter, a 2.75 x 28 mm xience pro stent delivery system (sds) was being advanced; however, the proximal shaft separated. The device was removed and another xience pro was implanted successfully in the distal part of the cto. A 2.5 x 12 mm xience pro sds was being advanced to be implanted proximal to the first implanted stent when the proximal shaft separated. The device was removed and another xience pro was successfully implanted. The procedure was completed after implanting a total of 4 xience pro stents. There was no report of force being applied to cross the devices. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience pro referenced is being filed under a separate manufacturing report number. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed in g5 is based on the predicate device (xience v) and is therefore similar to a device sold in the us.